Event description:
Consumer complaint of blood result reading of "lo". Assisted the customer with a back to back blood test, 67mg/dl and lo - these results are fasting. Expected blood glucose is about 100mg/dl. There are no previous results in the memory because this is a replacement meter that customer just received.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: strip issue. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (10/21/2014).